Event description:
On (B)(6) 2012, customer reported that the dxc 800 pro instrument generated a false high sodium (na) result of 155 mmol/l, and a false low chloride (cl) result of 88 mmol/l for 1 patient sample. The result was not reported out of the lab. The instrument performed an automatic rerun of the na and obtained a result of 137 mmol/l. When the discrepancy was noticed, the sample was rerun on the other dxc in the lab and those results reported. The other instrument na result was 138 mmol/l, and the cl result was 109 mmol/l. No other analytes were affected. Customer also reported that the ion selective electrode (ise) waste drain was not draining, however, the drain did not overflow. Customer stated that other samples at the time had suppressed results (no result generated) for calcium (calc), na and cl. Quality control (qc) prior to the event was within lab-established ranges. Qc after the event showed imprecision. Field service engineer (fse) inspected the instrument and verified that the ise waste peri pump was not draining the waste. Fse adjusted the power connection on the peri pump and was able to resolve the issue. No further problems were reported.